Event description:
It was reported that the electrocardiogram port on the programmer was not working, that it started off with baseline artifact and then went to showing just a flat line. The programmer was returned for service. The return paperwork indicated that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board.